Event description:
A patient was to receive an index cardiac ablation for a-fib on (B)(6) 2024. On (B)(6) 2024 , the patient experienced asystole of 20 seconds (ae1) categorized as severe and serious defined by in-patient or prolonged hospitalization with admission date of (B)(6) 2024 and discharge date of (B)(6) 2024. Relationship to study device is not related to study devices and relationship to primary study procedure is possible to the index procedure. The serious and procedure related event is unexpected/unanticipated. The outcome is recovered/resolved. Intervention is indicated as none in the clinical database.

Manufacturer narrative:
A 1. Patient identifier: external reference: (B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31188086l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803.this report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Updated information was received on 11-jun-2024 for patient identifier with an external reference of (B)(4). The serious and procedure related event value of "unexpected/unanticipated" has been changed to "expected/anticipated". If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).